Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The local engineer has checked the subject device by online video and it was found that a poor connecting contact of the video connector socket of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the cystoscopy with the subject device, the image of the subject device flashed due to poor connection. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined.